Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The following are possible batch numbers: batch leh682 , batch lgh470, batch kjh015, batch lej495, batch kej375, batch kgb939, batch leh042, batch lbj258, batch leh187. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos procedure name initial procedure date location and incision size of product application? How the device was used (what layer of tissue and how many layers applied)? What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? What was done to address the reaction ? What type of medication? Dose? When (date) administered? Was the product removed? Was another method used to close the incision? Please indicate any additional medical or surgical intervention performed or planned? Was the site cultured? If so, what bacteria were identified? Were any patch or sensitivity tests performed? Do you have the product code and lot number involved ? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ask: was the patient exposed to similar products, such as artificial nails was demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a unspecified gynecological procedure on an unknown date and topical skin adhesive was used. Approximately 3-7 days after the procedure, the patient presented with severe blistering and welts located around the area where the topical skin adhesive was applied. The patient has developed a keloid scar in that area and some of the area became infected and is being treated with unspecified antibiotics. The scar was described as disfiguring. Additional information has been requested.

Manufacturer narrative:
Additional evaluation summary - representative samples were returned for analysis. Visual evaluation shows that the package is closed and sealed. The information printed on the (B)(4) is clear and legible. No damages or defects on the package are observed. The initiated filter is normal in color (white) indicating there was no contact with the formulation. The ampoule is sealed and contained inside the butyrate tube. The formulation looks normal in color (purple) and in liquid state. Samples were tested for setting temperature and met the device requirements. The testing supported in this investigation demonstrates that the device is meeting the design criteria. Based on the evaluation, no conclusion is determined since there is no evidence to support that the complaint is attributable to the manufacturing.

Manufacturer narrative:
Add'l info: the actual device batch number associated with this event is not known. The following possible batch numbers are reported: batch leh187 mfg. Date 05/16/2017 ; exp. Date - 04/30/2019. Batch leh042 mfg. Date 05/15/2017 exp. Date - 04/30/2019. Batch lbj258 mfg. Date -02/24/2017 exp. Date - 01/31/2019. Batch kej375 mfg. Date -05/26/2016 ; exp. Date - 04/30/2018. Batch kgb939 mfg. Date 06/01/2016 ; exp. Date - 05/31/2018. Batch kgb939 mfg. Date 06/01/2016 ; exp. Date - 05/31/2018. Batch lgh470 mfg. Date 06/27/2017 exp. Date - 05/31/2019". Batch leh682 mfg. Date 05/22/2017 ; exp. Date - 04/30/219. Batch kjh015 mfg. Date 08/03/2016 ; exp. Date - 07/31/2018. Batch lej495 - the batch number lej495, is not valid for any ethicon dermabond product. In addition, a review of the batch manufacturing records for the possible batch numbers were conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: how was the device applied to the incision - standard application post closing of small laparoscopic incision. What layer of tissue and how many layers applied - outer layer. What prep was used prior to product application? Chloreprep. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes. Bandaid. Do you have any pictures of the reaction? No. Other: patient has disfiguring scarring.